Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of inappropriate therapy was confirmed via review of the device image. Noise was observed on one stored electrogram on the ventricular channel. The device was tested on the bench using automated test equipment and was found to be normal. The cause of the reported noise could not be confirmed, as it could not be replicated during testing.

Event description:
It was reported that the patient received an inappropriate shock due to noise on both leads. Device was explanted.